Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with a cracked case at display window corners.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer called to inquire about the insulin pump she was expecting. The blood glucose reading was 583 mg/dl. Advised return of the insulin pump for analysis. Nothing further reported.